Event description:
It was reported that externalized conductors were seen under fluoroscopy. All electrical measurements were normal. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was returned in two pieces. Analysis found external insulation abrasion at 11.5cm to 15.5cm from distal end and 19.3cm from end of is-1 connector pin, consistent with friction to the ICD can. Internal insulation abrasion was noted between 11.5cm and 15.5 cm from the distal end. The cables were externalized in this area, but the etfe coating was intact. Electrical characteristics were normal for both pieces. .